Event description:
It was reported that an elderly pt wedged her fingers between the tomography bar and the tube carriage on the siregraph cf system. The pt received an open wound to her finger and required stitches to close the cut. According to siemens local service, the warning labels regarding hazardous gripping locations were placed on the unit. The reported event occurred in (B)(6).

Manufacturer narrative:
The operator manual axd3-209.621.02.02.02 provides clear advice and warning regarding "crushing hazards" on the system and the obligatory use of the hand grips. The operator must check pt immobilization, e.g. Use of hand grips, and should not switch on system movement until after ensuring pt safety. Customer's address: (B)(4).